Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip of the guidewire bent when inserting it into the introducer needle, it does not allow its progress. No medical intervention was required. The patient's condition was not avaialble at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the tip of the guidewire bent when inserting it into the introducer needle, it does not allow its progress. No medical intervention was required. Additional information was requested regarding the patient condition; however, nothing was received at the time of this report.